Manufacturer narrative:
UDI -- (B)(4). The device was returned for evaluation. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The valve was then pressure tested; no issues found. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a programmable valve became blocked and was revised. There were no reports of delays.